Manufacturer narrative:
The device was returned and it was found that the motor was stopping intermittently due to a wire that was pulled out.

Event description:
Left motor will intermittently stop moving, causing the chair to suddenly pull to the right.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left motor will intermittently stop moving, causing the chair to suddenly pull to the right.